Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The reported problem 'blank display' was unable to be confirmed during evaluation. Evaluation observed a distorted display which is not a reportable condition. The liquid crystal display (lcd) was the determined cause and replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a blank display. There was no patient involvement. No additional information is available.